Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed a scratched lcd lens, worn keypad overlay, bent latch lock, damaged battery door, missing battery door, worn upstream occlusion (uso) seal, and lifting downstream occlusion (dso) seal. There was no evidence to review in the event history log. Functional testing was able to replicate the reported issue; the pump was found to be over delivering. The root cause was determined to be a faulty expulsor. The expulsor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump over infused during testing. No patient injury was reported.